Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint. The charger housing had heated up and been burned by a faulty resistor. This report is being filed because per our procedures all reports of this type of event are considered reportable.

Event description:
The initial reporter stated that "heat was dissipated" from the power cord and that it had resulted in a burn hole forming in the housing of the charger. Mmdg made multiple follow up attempts to obtain additional information from the initial reporter regarding the complaint, however, no further information was made available. (B)(4).